Manufacturer narrative:
The subject device was reportedly sent to ims (third-party service provider) by the customer for an evaluation and service. Ims evaluation confirmed the device damage, and repaired the device and subsequently returned to the user facility. As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. In addition, olympus was unable to perform a device service history review as no serial number was provided. If additional information becomes available or if the device is returned at a later time, this report will be supplemented accordingly.

Event description:
Olympus received a letter from steris corporation stating that the tip of an olympus colonovideoscope exploded during an unspecified procedure at utah valley regional medical center. It was further reported that the active bending section was completely separated from the passive bending section. There was no patient injury reported.